Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited "no disposable tubing alarm" with "air in tubing". No patient injury reported.